Manufacturer narrative:
This report is submitted on december 09, 2022.

Event description:
Per the clinic, the implant screw was explanted on (B)(6) 2022, under general anaesthetic to transition to a transcutaneous osia implant system. Additional information has been requested but has not been made available as of the date of this report.